Event description:
Prophylactic removal of pump was done to avoid in-vivo battery depletion. Pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final analysis of the pump reported high s2 battery resistance. All logs and telemetry strips were reviewed and no low battery reset, eri (elective replacement indicator), or safe state events were found to have occurred.